Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod for less than an hour. When removed from the infusion site (arm), the pod's cannula was found to be dislodged and bent. As treatment, a new pod was applied.